Event description:
It was reported that shaft break occurred requiring additional intervention. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. The stent was inserted after properly preparing the lesion with an emerge balloon. However, after deploying the stent, the balloon was disconnected from the shaft and needed to be retrieved. A snare was used to remove the fractured device. An angiogram was performed to assess for issues and intravascular ultrasound (ivus) was used to check the stent. The procedure was then completed successfully. No patient complications were reported.

Manufacturer narrative:
Date of event: used the 1st day of the month of bsc aware date since event date was not provided.

Manufacturer narrative:
B3: date of event: used the 1st day of the month of bsc aware date since event date was not provided. Device evaluated by MFR.: synergy xd mr us 4.00 x 12mm stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed and were noted to be in a deflated state. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination noted a break at 26cm distal to the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred requiring additional intervention. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. The stent was inserted after properly preparing the lesion with an emerge balloon. However, after deploying the stent, the balloon was disconnected from the shaft and needed to be retrieved. A snare was used to remove the fractured device. An angiogram was performed to assess for issues and intravascular ultrasound (ivus) was used to check the stent. The procedure was then completed successfully. No patient complications were reported.